Event description:
Current surges during high volt electrotherapy treatment. The surge resulted in a burn to the pt. This malfunction causes the printed circuit board to change the stimulatory pt output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
This device is for export only.